Event description:
The device was used during a colon resection procedure. Reportedly, the suture knots became loose. The surgeon re-operated on july 28, 1998 and a colostomy was performed to correct the condition. The hosp has reported the pt's condition is satisfactory.